Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found scratches on the charge coupled device lens. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device black coating that is over the wires is rubbing off. Exposed wires. The issue occurred during reprocessing. There was no patient involved.